Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset, and the caller planned to reset the pump when ready, with instructions to follow up if the issue persisted.